Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt ((B)(6)) suffers from migraines and is a participant in a clinical study (off-label). It was reported the pt is experiencing pain in her head that is not being addressed by the therapy system. The discomfort is reportedly not associated with the pt's targeted pain area and is described as being stronger on the right side running transverse from the middle of the pt's head to her ear. A recent clinical assessment found no issues from a medical perspective. An adjustment to her stimulation was made and the pt will continue to utilize the current therapy for the immediate future.